Manufacturer narrative:
The engineer recommended onsite visits for investigation and repairs. The detector orientation issue was resolved, and the system was confirmed to be in good working order. The client was informed of the resolution and the case was closed as per customer confirmation.this report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that when turning the collimator from landscape to portrait it will not lock in, leaving the image incomplete fov view.the clinical use of the system was in use.there was no harm reported to philips.